Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had an inferior vena cava filter implanted. When the filter was explanted, it caused a fracture to the patient's leads. The patient was concerned with the leads, however, they have been in contact with their physician and will be seen at a later time. Additional information from the representative was requested, but no further details were provided. This lead remains in service. No adverse patient effects were reported.